Event description:
The customer stated that he was in an automobile accident, and his dr wanted to make sure the insulin pump was functioning prior to putting him back on insulin pump therapy. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.